Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter was reported via phone call that the customer passed away at home. The cause of death was either heart attack or stroke. The next of kin was unsure. The caller stated that the customer had multiple diabetes high blood pressure and kidney disease that may have led to the customer's passing. The customer¿s blood glucose was in the 400 mg/dl range at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller declined to return the insulin pump for analysis.